Event description:
It was reported to philips that main system intermittently shutting down due to suite pc issue on a azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software and recommended further monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).